Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed a separation between the tubing and the spike adapter. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a y-type blood/solution set in which a leak occurred. According to the report, leaking was detected "around the little white cap." The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.